Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's lead had noise. The lead was explanted and another lead was implanted. There were no adverse consequences to the patient.

Manufacturer narrative:
A complete lead was returned in two pieces. The connector portion measured 17.6 cm while the distal portion measured 35.2 cm. External insulation abrasion was noted at 11.7 to 12.1 cm from the pin consistent with lead friction to the ICD can.

Event description:
New information received on 12/28/18 indicating that the lead noise was previously observed one year prior.